Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant crea and bun results was due to a blockage in the sample and reagent wash pumps (srwp). The fse replaced the seals of srwps, replaced several valves. Proactively the fse replaced the fitting of the wash bottle. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant results for creatinine (crea) and blood urea nitrogen (bun) in a sample were obtained on an advia 1800 instrument. The results were reported to a physician(s). The results were questioned by the physician. The customer reran the same sample on an alternate instrument and obtained different results. A corrected result report was sent to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant crea and bun results.